Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the device was out of specification. Upon further review of the device evaluation it was determined that the device was within specification in relation to the reported symptom.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. No component could be identified for causality because the pump had a constant reload set message.